Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Log file analysis dated (B)(6) 2015: normal power consumption with intermittent suction. Notes: 32 low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 2.0 lpm. One critical battery alarm was logged on (B)(4) on (B)(6) 2015 at 18:49:01. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was at home and had a "critical battery" alarm with fully charged battery and felt that it was "too quick switching" from problematic power supply side to the other power source. It would occur approximately after 20 minutes with any battery and at least 3 batteries were tried. It only occurred on port 1. The controller was exchanged without consequence to the patient. According to the site, the product was to be returned to the manufacture. Log files were attempted to be obtained by the site and distributor but were not able to be obtained. Log files prior to the event date where provided and showed a critical battery alarm on (B)(6) 2015 as well. Investigation continues.

Manufacturer narrative:
When one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.